Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were intermittently responsive. The issue has been reportedly getting worse over the past few weeks. The reporter stated that she was unsure if the audio bolus button was intact. The patient denied that the pump was exposed to water. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and contrast buttons had intermittent response and required multiple presses with increased force to evoke a response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, the auditory function was found to be inoperable. The alleged malfunction is not likely to cause an adverse event because the either the vibration alarm mechanism still functions and will still alert the user should the pump emit an alarm.